Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the complaint stent is displaced by about 3 mm in distal direction and that the stent is severely deformed and elongated at the distal end. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped as intended. The review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the deformation is most likely related to the patients anatomy (i.e. Severely tortuous vessel segment).

Event description:
A stent was successfully implanted in the left circumflex artery. The control angio showed a dissection distal of the implanted stent. Thus the orsiro was chosen for treatment but the target lesion could not be crossed. After several attempts the orsiro stent was removed and a stent deformation was noticed.